Event description:
The pt used the suspect device to test their blood glucose level. The pt obtained a result of 145mg/dl. The pt did not take their meds because it was not time to do so. The pt then passed out. Paramedics were called and they used the suspect device and got a result of 162mg/dl compared to a result of 23mg/dl on an emt meter. The pt was given a glucose IV. After the IV, the suspect device result was 282mg/dl versus the emt meter of 160mg/dl.